Event description:
The customer reported that when the system was assembled during a case, a red indicator light was observed and the system would not activate. Another type of device was used during the case. The customer reported that this delayed the case for longer than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). One ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that five pins on the pin pad were bent and two pin pads were broken off. Qa performed additional functional testing on the returned hand piece. Qa lab generator and battery test samples were attached to the returned device. The assembled device did not startup or activate, confirming the reported condition of the device not activating. Covidien manufacturing inspects every device for defects prior to packaging and shipping and this unit should have been rejected. Corrective action for manufacturing related pin failures has been implemented. There have been no patient injuries reported related to this issue.

Manufacturer narrative:
(B)(4). (B)(6). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.